Event description:
Additional information received reported that the patient had some transient stimulation in her hand. It was stated that the patient ¿did not feel the same so much¿ since stimulation was increased 0.5 volts. It was thought that the transient stimulation correlated with the adjustment and the manufacturer representative was to have the neurologist ¿tweak¿ the patient appropriately. It was also stated that the patient felt ¿it worked sometimes and not working other times.¿ it was unknown if it was disease progression or if the patient needed to be ¿modified further.¿ impedances were checked and the therapy impedance was 847 ohms and the electrode impedances were normal and ranged from 800 to 1300 ohms.

Manufacturer narrative:
Concomitant products: product ID 3387, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot# v052172, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial# unknown, product type programmer, patient; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a reprogramming session done (to have better control of rigidity) the other day and now the patient had changed programs. It was stated that the patient did not feel well and had a ¿stiffed¿ feeling in her legs. It was also stated that the patient¿s ¿right arm felt electrocuted and had a bad headache.¿ it was noted that the patient¿s right implantable neurostimulator (ins) supposedly controlled her left leg, but electrocuted her in the right arm, tightness of her neck and head, and a bad headache. The manufacturer representative was reportedly able to decrease stimulation to 2.1volts (from 2.3 volts) in the right ins, which improved the stiffness in the head and neck, and the headache also began to subside. It was noted that the left ins was on group a at 4.1 volts. It was also stated that the call resolved the patient¿s issue and the patient no longer felt electrocuting in her right arm and the headache began to subside. The patient was to follow up with her neurologist. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).